Event description:
Reporter indicated a vns pt had high lead impedance with "ok" output status with systems diagnostics testing. The vns was not at end of service. The pt was not currently feeling any vns stimulation. It is suspected that the pt may not be receiving therapy, despite the "ok" output status message. It was recommended to disable the vns, obtain x-rays of the vns, and refer for possible surgical revision of the vns. No pt adverse events have been reported. No known trauma has occurred, but the pt does sometimes fall with seizures. Attempts for further info and the plan of care are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.